Manufacturer narrative:
(B)(4). Results: yielded jaws. Instrument c: batch # v928zm; results: inadequate interaction in clip forming mechanism. Evaluation summary: based on the analysis results of ejected clips (instrument a) and scissored clips (instrument c), this event is reportable as a malfunction. Instrument a was received with the jaws yielded. The instrument was cycled and fired the remaining 6 clips ejected due to the condition of the jaws. The instrument locked out as intended. Instrument c was received in good visual condition. The instrument was cycled and fired 6 scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the instrument misfired and subsequent clips would not release from the jaw. There was no patient consequence.